Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2012-05687. It was reported the patient was experiencing pain at the ipg site. It was also reported the patient was experiencing a tapping sensation from head to toe. The patient was also no longer receiving adequate pain relief. Reprogramming attempts were unsuccessful. The patient was prescribed lipoderm patches for ipg site pain. The patient has not complained of pain since. The patient was also referred to a doctor for discussion of using an intrathecal pain pump to treat inadequate pain relief.